Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: pt lost 3.5 liters of blood post operatively, went back to operating room, can't say for certain that it was the staple line, but did repair the staple line with clips, pt is fine as of today, seamguard was used. Product was not saved from case.